Manufacturer narrative:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization prior to stent grafting, a lot of resistance/friction was felt while advancing the trufill orbit std 12 x 30 complex coil through the prowler select lp-es 150/5 cm micro-catheter. Both products were withdrawn from the patient and new products were used to complete the procedure successfully. There was no reported patient injury. The target lesion for the procedure was the right internal iliac artery which was moderately calcified and tortuous with the percent stenosis unknown. The products were inspected after removal from the patient and the coil was not noted to be stretched/unraveled. No other damage or product issue was noted upon inspection of the products after removal from the patient. The access site for the procedure was unknown. The devices were not reported to have been kinked or bent at any time prior to the reported product issue. The products used were not re-sterilized. No additional information is available. The received product was found to be unraveled stretched with microscopic examination. The product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found. The introducer was zipped, dry blood was observed inside and no damages were found. The support coil was found was found with no damage and out of introducer at the proximal end. The gripper was inspected and no damages were found. The embolic coil was attached to the gripper. The od was measured and was found within specification the embolic coil and the gripper were inspected under microscope. The gripper was not damaged and the embolic coil was found stretched with residues of dry blood. The functional analysis could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this final assembly lot and coil subassembly lot 15062201 presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction during advancement could not be evaluated due to the returned condition; however, with the review of the returned device, there is no indication that it is related to the manufacturing process. The timing of the stretched condition of the coil noted with microscopic examination cannot be determined. It is not known if it occurred secondary to the resistance or during post procedural handling. Inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that device interaction and clinical/procedural factors contributed to the event; however, no conclusion can be made. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing. This is one of two products used for the same patient. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization prior to stent grafting, the physician felt a lot of resistance/friction while advancing the trufill orbit std 12 x 30 complex coil (complaint product #1) through the prowler select lp-es 150/5 cm micro-catheter (complaint product #2). The physician withdrew both products from the patient and used new products to complete the procedure successfully. There was no reported patient injury. The target lesion for the procedure was the right internal iliac artery. The lesion was reported to be: moderately calcified and tortuous with the percent stenosis unknown. The products were inspected after removal from the patient and the coil was not noted to be stretched/unraveled. No other damage or product issue was noted upon inspection of the products after removal from the patient. The access site for the procedure was unknown. The devices were not reported to have been kinked or bent at any time prior to the reported product issue. The products used were not re-sterilized. No additional information is available. Based on the product analysis, the coil was noted to be unraveled/stretched.